Event description:
It was reported that the patient was not very happy and had been in pain for 24 hours a day, 7 days a week. The reporter noted that the patient wanted to get the device taken out. It was noted that the patient went back and forth getting the device adjusted and saw the health care professional about a month or two ago and got it readjusted. The reporter noted that the patient was still in pain. It was noted that the patient was taking percocet ¿like there¿s no tomorrow¿ and was constantly in pain. The reporter noted that the machine was not helping the patient at all. Additional information received reported that the patient injured their back in 1979 and had 3 back surgeries since then. In 2012, the patient had an epidural. The physician hooked up the neurostimulation therapy machine outside of the skin for 3 days as a test. During this time, the patient noticed that they felt some relief. After 3 days, they removed the device and the patient went to have it installed under the skin a week later. After the patient had the device installed, the patient had to keep going back to the physician to adjust the machine for the pain level, as they were not having any relief. The patient started to take more pain management medication, as they could not sleep or find relief for the pain. The patient had many visits back and forth with the physician and manufacturing representative to adjust the device but they had no relief. The patient had the device removed in 2014.

Manufacturer narrative:
Concomitant products: product ID: 365538, lot# n333148, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n333292, implanted: (B)(6) 2012, product type: screening device. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).